Event description:
It was reported that when placing the catheter, the nurse found that the latch of the extension tubing at the distal end of the catheter was unable to be engaged firmly and very easily got disengaged. It was reported this event occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to engage the connector firmly was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr s/l groshong nxt connector. The video demonstrated the connector being assembled with an implanted catheter. The connector was subsequently pulled apart by the clinician with very little apparent effort. While the depicted connector did not engage firmly in the video, inspection of the video was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The connector pieces were returned not fully assembled. The connector pieces were assembled, and then an attempt was then made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with relative ease. A microscopic observation revealed small gaps between the locking arms of the proximal connector piece and the catch slots of the distal connector piece when the connector was assembled. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that when placing the catheter, the nurse found that the latch of the extension tubing at the distal end of the catheter was unable to be engaged firmly and very easily got disengaged. It was reported this event occurred with two devices. One physical sample was returned.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw4042 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the nurse found that the latch of the extension tubing at the distal end of the catheter was unable to be engaged firmly and very easily got disengaged. It was reported this event occurred with two devices. This report addresses the first device.